Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on three patient samples on a dimension exl 200 integrated chemistry system. Quality control (qc) was within the acceptable range prior to samples processing. With siemens remote assistance, the customer changed the dilution check correction factor, replaced integrated multisensor technology (imt) sensor, diluent, salt and primed each. The siemens customer service engineer (cse) was dispatched to customer¿s site. During the visit, the cse replaced imt foot bar assembly, adjusted pump rate, primed all imt consumables and performed imt calibration ran qc which recovered acceptably. The cause of the falsely depressed na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on three patient samples on a dimension exl 200 integrated chemistry system. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated on an alternate instrument. For sample identifiers (B)(6) and (B)(6), the customer did not provide the repeat test results. For sample identifier (B)(6), the repeat results recovered higher than the erroneous results and matched the patient's history. For all three samples, the repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00298 on 29-nov-2024. Additional information (06-dec-2024): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) installed new pump tubing, set the pressure foot position as the top position was found faulty, adjusted the pump rate, fixed the loose nut present on the bottom syringe, ran dilution check, system check, and quality control (qc), which passed acceptably. Siemens concluded that the faulty top position of the pressure foot and the loose nut at the bottom of the syringe potentially contributed to the falsely depressed sodium (na) results. The issue was resolved by the service activities performed by the cse, described in the initial report and this report. The instrument is performing according to specifications. No further evaluation of this device is required.